Event description:
It was reported when the devices were used during a laparoscopic gastric bypass procedure, the staples did form correctly. Another device was used to complete the procedure. There was not pt consequence.